Manufacturer narrative:
The pump error 63 alarm was confirmed in the pump history due to a broken solder joint on the pin 6 keypad assembly. No cracks on the screen noted. The pump passed the self test. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed hardware low level failures. The insulin pump also had a cracked key sheet. No further details were given. The insulin pump was returned and replaced.